Event description:
Boston scientific received information that during a follow up an x-ray showed clear insulation damage and interrogation revealed pacing impedances which were low out of range. During the revision no fracture was noted, but the insulation damaged was believed to be due to a subclavian crush. The lead was surgically abandoned and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.